Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Unable to verify insulin flow blocked alarm due to critical pump error. The pump history download confirmed the pump alarmed 3 consecutive pump error 63 alarms (line number 147 file number 2017) on 10/03/2025 10:34:05.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, keypad overlay texture damage, stained and cracked keypad overlay, and faded serial number label. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the electronic assemblies. Confirmed damage located at the battery compartment. Unable to confirm insulin flow blocked alarm due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery compartment and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-398a. The customer reported a past event and the issue was resolved. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880, mmt-332a, mmt-398a.